Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken assessed as unidentified (tear) opening and opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare provider reported right side rupture, inflmmation, capsular contracture baker grade ii . The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side rupture, inflammation, capsular contracture baker grade ii . The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e1 phone number: (B)(6).

Event description:
Healthcare provider reported right side rupture, inflammation, capsular contracture baker grade ii. The device has been explanted and replaced with non-allergan device.